Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products and therapy dates: k-wire cuck device ((B)(6) 2020): lot/serial unknown. The manufacturing location was unknown. Device manufacture date: the device manufacture date was unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: lot/serial unknown; (B)(4).

Event description:
It was reported from (B)(6) that during a total knee arthroplasty (tka) surgical procedure it was observed that the battery reamer/drill device stopped working when used with a k-wire chuck device. It was reported that the reamer device worked when the user replaced the k-wire chuck device with a jacobs chuck device. Due to this, the k-wire chuck is being returned for possible defect. It was reported that the procedure was successfully completed within a 30 minute delay. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.